Event description:
It was reported that bd alaris smartsite pump infusion set tubing was kinked the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing appears very soft and is bending and creating an occlusion just from its own weight.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the tubing is occluding and kinks, and returned one photo and video of material 2420-0007, lot unknown. Upon initial visual examination, the set verified the complaint of kink and occlusion. The tubing was weak and was unable to keep itself from folding over. There is no physical sample available for investigation. A device history record review could not be performed because the lot number is unknown. The manufacturing plant could not find the root cause for the tubing occluding to be related to the manufacturing process. The root cause for the issue is unknown.